Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited noise which was picked up as 2 non-sustained ventricular tachycardia episodes on egm. Programming changes were made. The patient was stable before, during, and after the intervention and would continue to be monitored.

Manufacturer narrative:
This report is to correct customer information from previously reported initial MDR.